Event description:
It was reported that the device had a "bad interconnect board". No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for analysis. The bottom case seal was noted to be broken, top case was cracked, right plunger case was cracked, l bracket on the bottom of the case was cracked, the case seal was missing and there was visible contamination noted upon visual inspection. The event history log was unable to be retrieved as the screen was blank and there was constant alarm. The unit was power up; confirming the complaint of a constant alarm. Based on the evidence, the root cause was noted to be due to user interface as the customer must have replaced main pc board and did not complete upload process.